Event description:
Stented graft section defective (infolding): on (B)(6) 2025, the device was successfully implanted. On (B)(6) 2025, a CT scan revealed infolding of the stented graft section. Blood flow was maintained at approximately 80%, and no particular complications were observed. Ballooning and tevar - (thoracic endovascular aortic repair) will be performed at a later date. Information from intake form: event is related to a device failure / deficiency. Event not anticipated / expected. No surgical intervention performed. Event possibly related to procedure & pre-existing condition. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00076 to provide event closure information for tag0306.

Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms or conditions: as per intake form site reported no harm to the patient's health. Impact code: 2199 - no health consequences or impact: blood flow was maintained at approximately 80%, and no particular complications were observed, also the intake form stated no harm to the patient's health. Medical device problem code: 2978 - material deformation: as per intake form, site reported stented graft section defective (infolding). Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four year review was performed for thoraflex hybrid > endovascular issue > product defect > compression of the stent graft portion (B)(6) 2021 - (B)(6) 2025, no statistical analysis could be performed as this was a first time occurrence for the event type failure. 4111 - communication/interviews: additional information was received which stated the below: · the target vessels diameter was 20mm and the device diameter was 26m. · there was no issue with the device before or during implant. · IFU - (instructions for use) was followed. · there was no adjunctive procedures or accessory devices used during deployment. · there was no endoleak. · no scans available for review. · compression disrupted 20 % of the blood flow lumen within the device. Sme - (subject matter expert) reviewed image sent from site which stated the below: · it was not possible to tell if the graft is twisted from the single image provided as the shape of the aorta cannot be determined however there is evidence of poor stent ring expansion of rings 1-6. · we were unable to confirm the indication for treatment was aortic dissection and the stented section was deployed in a narrow true lumen, resulting in the failure to expand. 3331 - analysis of production records: comprehensive batch review had been performed. No issues were identified during manufacture of this device. Device manufactured to specification. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 213 - no device problem found: site stated there was no issue with the device before or during impact. Comprehensive batch review had been performed. No issues were identified during manufacture of this device. Device manufactured to specification. 3211 - deformation problem: the site stated that it was compression that disrupted 20 % of the blood flow lumen within the device. Also, within the sme review they have stated there is evidence of poor stent ring expansion of rings 1-6 and they suspect the indication for treatment was aortic dissection and the stented section was deployed in a narrow true lumen, resulting in the failure to expand. Investigation conclusion: 4315 - cause not established: the root cause of the event was determined to no root cause identified. This was due to a lack of information provided by the site.

Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms or conditions: as per intake form site reported no harm to the patient's health. Impact code: 2199 - no health consequences or impact: blood flow was maintained at approximately 80%, and no particular complications were observed, also the intake form stated no harm to the patient's health. Medical device problem code: 2978 - material deformation: as per intake form, site reported stented graft section defective (infolding). Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four year review was performed for thoraflex hybrid > endovascular issue > product defect > compression of the stent graft portion jan 21 - aug 25, no statistical analysis could be performed as this was a first time occurrence for the event type failure. 4111 - communication/interviews: additional information was received which stated the below: the target vessels diameter was 20mm and the device diameter was 26m. There was no issue with the device before or during implant. IFU was followed. There was no adjunctive procedures or accessory devices used during deployment. There was no endoleak. No scans available for review. Compression disrupted 20 % of the blood flow lumen within the device. Sme reviewed image sent from site which stated the below: I'm afraid it is not possible to tell if the graft is twisted from the single image provided as the shape of the aorta cannot be determined however there is evidence of poor stent ring expansion of rings 1-6. I suspect the indication of treatment was aortic dissection and the stented section was deployed in a narrow true lumen, resulting in the failure to expand. 3331 - analysis of production records: comprehensive batch review had been performed. No further issues were identified during manufacture of this device. Device manufactured to specification. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
Stented graft section defective (infolding): on (B)(6) 2025, the device was successfully implanted. On (B)(6) 2025, a CT scan revealed infolding of the stented graft section. Blood flow was maintained at approximately 80%, and no particular complications were observed. Ballooning and tevar will be performed at a later date. Information from intake (B)(4): event is related to a device failure / deficiency, event not anticipated / expected, no surgical intervention performed, event possibly related to procedure & pre-existing condition.